Event description:
It was reported that the patient¿s healthcare provider (hcp) dismissed her and she would like to have the pump removed. There was no medication in the pump; only water, and the patient¿s heart was ¿bad¿. They had treated the patient for a year after implant, and the pump had been filled with water 3 years ago. The alarm was going off, but was silenced, and it was noted the pump was defective, which the reporter ¿knows because she had a testing done in it¿. The reporter noted it was not working when she had it done and it started alarming 2 months after implant. Then it was noted the pump was dry, she was not using it, and she was getting worse. The patient did not respond to the morphine right after implant in approximately 2010 to 2011. It was also noted that they discovered ¿a year ago¿ that the catheter was calcified and the ¿disk grew inside of the catheter¿. Morphine made the patient itch. The pump was doing what it was not supposed to do, the patient was going through withdrawal, and had to go to crisis care and her pump was alarming every 20 minutes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that the patient initially thought the beeping she heard was her tv. The patient realized it was her pump alarming. The patient would like the alarm silenced, and/or the pump replaced or taken out. The pump alarm started on (B)(6) 2016, and was consistent with the pump alarms. The reporter was to follow-up with the hcp. The patient noted a ¿myriad of health issues.¿ the patient stated her back was fused or needed to be fused, and that she had a herniation in her back. The patient had feet swelling, bloating, irritability, and what felt like menstrual cramps, which started 3 days ago. ((B)(6) 2016). The patient had interstitial cystitis and felt a pulling sensation on the "tubes" (it was unknown what was meant by this). The patient was not on oral medications for her pain; just motrin. The patient had high blood pressure, her heart was "heavy," and her bladder hurt. The patient was "post-traumatic". The patient did not have an hcp. It was again stated that the patient only had saline or water in the pump for 4 years. The patient felt like she was in withdrawal. No additional troubleshooting/diagnostics, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n200050, implanted: (B)(6) 2009, product type: accessory. (B)(4).